Event description:
Unomedical reference number (B)(4). Event occurred in poland. On (B)(6) 2024, it was reported that the patient's cannula broke during use. The site location was patient's thigh and infusion set was used for few hours. No further information was available.